Event description:
Caller reported a cgm error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump and guided the caller through the reset process. After the reset, the error did not reappear. The caller was advised to wait 20 minutes before starting the sensor session, which they understood and acknowledged.